Event description:
It was reported to philips that the device is displaying a solid x in the ready for use (rfu) indicator and making a periodic chirp sound. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection ¿ j1 pins 5 and 8 were found to be bent and pin 8 bent and permanently compressed.